Event description:
Ous MDR - after an estimated implantation time of 76 months, ventricular oversensing with inappropriate shocks were reported. This lead and the ICD were explanted. This lead was returned to biotronik for analysis. The explant and event dates were not provided.

Manufacturer narrative:
The returned leads were thoroughly analyzed. During the analysis, multiple signs of wear were found along the lead body. The position and characteristics of the frayings lead to the assumption of strong mechanical stress on the leads in the region of the tricuspid valve. Notable lead movement should be considered as cause. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. Neither the analysis of the ICD nor of the leads showed any indications of material defects or manufacturing errors.